Event description:
It was reported via medwatch report that was found in the maude database: failed vacuum extraction for delivery of newborn resulting in a large hematoma. Allegedly, the company notified the organization that the item was back-ordered and it was acceptable to use an outdated item. 1216677-2024-00044 10004 pearl cup 2024-08-0000184.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi on 06-10-2020. Manufacturing record review: DHR-10004 - 286151 was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: a review of the 2-year complaint history showed no reported complaints for this part. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action in necessary, as the complaint condition was not confirmed.